Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gonadal vein using a pod coil and a non-penumbra microcatheter. During the procedure, while advancing the pod coil through the microcatheter, the physician experienced resistance and the pod coil became stuck inside the microcatheter. Subsequently, the pod coil unintentionally detached inside the microcatheter. Therefore, the microcatheter containing the detached pod coil was removed. The procedure was completed using other coils and the same microcatheter. There was no report of an adverse effect to the patient.